Manufacturer narrative:
The pump passed the displacement test and was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm from the insulin pump during a bolus. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.